Event description:
It was reported that the patient experienced pain at the lumbar ipg and anchor site. As a result, surgical intervention took place on (B)(6) 2024, wherein the ipg was repositioned 2 to 3 inches from the original location. Additionally, physician also opened up the lead incision site and deepened the anchor site to address the issue. It is unknown which anchor caused the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 anchors; however, it is unknown which anchors; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: anchor, model: 1192, UDI: (B)(4), batch: 8284012 (lumbar).